Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer reported that insulin pump had a high blood glucose level and blank display. Customer also reported pump error and failed battery alarm. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. Devise will not be returned for analysis.